Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. The pump was investigated for an incorrect configuration issue. The reported issue was confirmed. The pump had a library that made the pump inoperable. The issue was discovered by the end user before the pump was used in the field. Infutronix reviewed the configuration, and shipping records and confirmed they received the incorrect library. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 10/15/2021, infutronix received a report from a healthcare facility that the pump was configured incorrectly. The reporter indicated the pump "has an incorrect library configuration. This made the pump inoperable. No other details provided associated with this event. No patient was involved and harmed. The device was requested to be returned for evaluation.